Event description:
It was reported by the customer biomed that the monitor speaker was defective; there was loudspeaker error message, and the speaker was not producing sound. There was no adverse event or patient harm reported.